Event description:
It was reported that a malfunction occurred, displaying malf 14. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues persisted.